Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported during a fistula procedure the low profile catheter balloon popped when ballooning the fistula. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Corrected data:date was omitted on follow-up 1.

Manufacturer narrative:
Investigation - evaluation a review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), specifications, quality control, and visual inspection of the returned device was conducted during the investigation. One advance 35 lp low profile balloon catheter was returned with the introducer attached for evaluation. The introducer has tip damage. A rupture/separation of the balloon was noted. During microscopic inspection, there was no noted abnormality to the balloon. The introducer had tip damage likely from attempting to withdraw the balloon through the catheter. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints.